Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Mechanical inspection revealed the helix electrode consistently extended and retracted within seven turns. Helix, fully extended, measured .073 inches within specification. Primary analysis findings: no anomalies found.

Event description:
It was reported the lead unscrewed itself during positioning. Consequenlty, this lead was removed and replaced uneventfully. No patient complications have been reported as a result of this event.